Manufacturer narrative:
Review of production records indicated a possible full lot swap between two manufacturing lots. Containment effort revealed no further affected product had left the possession of the company. Surgeon reported no clinical impact; operation proceeded without delay.

Event description:
It was reported that a size 5 left, narrow, 6mm liner trial was discovered in the incorrect packaging (intended for size 5 left, standard, 6mm) during surgery. The surgeon was able to use the trial to appropriately assess balance, since the thickness was correct and the narrow trials fit into standard prep tools. There was no patient impact reported.